Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the black box and history records of the pump were reviewed. Suspended history shows pump as manually suspend on (B)(6) at 12:22 manually resumed 12:36 and manually suspended on (B)(6) at 11:38 and manually resumed at 12:25. The pump tdd basal history correctly reflected 24.0u after 24hrs on 1.0u/hr basal program. No eaw¿s occurred during testing. Typical alarms observed in alarm history. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. The display screen was observed to have vertical line running through it. Removed pump cover; inserted new test screen. Test screen powers on with no vertical lines. Failed display flex confirmed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings issue. Customer support (cs) reviewed the pump and the basal history did not match active basal program. The reporter stated that the patient had a blood glucose (bg ) of 350mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that the patient has bronchitis. This report is being made due to the alleged history settings issue.